Event description:
It was reported that a patient got a cold three days prior to the report, and since then, she had noticed her symptoms had returned and she had a loss of therapeutic effect. She called her healthcare provider office and was told to call back on (B)(6) 2015 because she had a cold. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va0rfuk, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).